Event description:
It was reported there were indecipherable dual electrograms found on the pacemaker transmission. The device remains in use. It was also reported that the right ventricular (rv) lead observed high threshold. Lead trends indicate the threshold has been chronically high. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-45 lead, implanted: (B)(6) 2000. (B)(4).